Event description:
It was reported that the ventricular lead exhibited high impedance of greater than 3000 ohms. The lead trend showed the increasing trend for several months. In addition, the lead exhibited high pacing threshold and oversensing noise. The ventricular lead was extracted by hand manipulation and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Non-physiological sensed counts and apparent oversensing in ventricular high rate episodes. Ventricular capture management trends shows thresholds stable at approximately 0.75 volts (v) until 2014-08 when thresholds increased and stabilized with an average of 1.5 v. 2014-08 impedance began to increase from a baseline of 550 ohms to greater than 2500 ohms by 2014-09.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5554-45 lead, implanted: (B)(6) 2008. (B)(4).